Event description:
It was reported that the device was used during an inknown procedure. It was reported by the rep that the seal (gasket) was torn on the 612on trocar. There was no consequence to the pt.